Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer reported testing the device and being satisfied that it was working properly. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Event description:
The customer contacted stryker to report their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.